Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a vascular procedure was performed when the issue happened, and the procedure was completed by restarting the system. After inspecting the system, the philips field service engineer (fse) visited onsite and confirmed that the tube that does not make x-rays. Examining the log file verified that profile position movement did not change. After troubleshooting, fse discovered the problem was the motor gearbox lost oil and did not move correctly replaced the replaced c-arc rotation motor, amc triple servo drive hp-lp-lp, potentiometer. After the replacement of replaced c-arc rotation motor, amc triple servo drive hp-lp-lp, potentiometer, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x-rays were not functioning. No harm has been reported to philips. Philips has started an investigation of this complaint.